Event description:
It was reported that post op a lobectomy; the patient had a post op air leak and had to have a drain. The device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. "What color cartridge was used? Green. Was buttress material used? No. Were there any difficulties during the initial procedures? No. How long post op was the leak identified? A couple days. Is a chest tube routinely used after this procedure? Yes. Did the patient require an extended hospital stay? Yes. Patients preexisting conditions? Don't know. Is the patient expected to have a full recovery? No. How long has the surgeon been using the device? 3-4 years. Has the surgeon been inserviced? Yes."